Manufacturer narrative:
(B)(4). The customer reported a shock failure message when turning on the device. There was no report of patient involvement. The device was evaluated at philips and the reported symptom was verified. Replacement of the therapy pca resolved the issue.

Event description:
The customer reported a shock failure message when turning on the device.